Event description:
This medwatch is to report one of twelve cases of fusarium keratitis associated with the use of renu contact lens disinfection solution. The cases were reported in a retrospective study published by jason gorshak, et al in the journal "cornea", in 2007, volume 26, pages 1187-1194. The study reviewed all cases with culture-proven corneal ulceration secondary to fusarium at two eye centers. Fifteen cases of fusarium keratitis were reported at the two centers from 2005 through 2006. There were a total of 6 cases reported in the previous 30 months. A reprint of the study is attached. All cases of fusarium were confirmed by culture of corneal scrapings, lens case, contact lens or corneal button. Twelve of the 15 patients wore a brand of acuvue contacts lenses. Eight of the 12 wore acuvue 2 brand. Two patients wore acuvue but were unsure of the type; these are identified in the study only as "acuvue". One pt wore acuvue bifocal and 1 pt used acuvue oasys. The participants were questioned on their lens care practices including rub and rinse practice, lens case cleaning and replacement intervals and age of their solution bottles. The results of the study found that the data suggested "a statistically significant association between fusarium keratitis and the use of renu contact lens solution". The study also notes, "our analysis did not find an association between fusarium keratitis and acuvue cl wear." Patient 11, an info technology worker, was wearing acuvue 2 contact lenses on a daily wear schedule. The pt used renu multipurpose solution and rinsed the case with contact lens solution. The lens case was reportedly 2 months old. The pt was initially treated with topical moxifloxacin, topical gatifloxacin, oral acyclovir, topical trifluridine, topical loteprednol and topical prednisolone. After diagnosis of fusarium keratitis, the pt was treated with topical natamycin 5% and oral itraconazole. The pt did not require a corneal transplant or other intraocular surgery. No additional info is available. All MDR events are reviewed at quarterly management review meetings.

Manufacturer narrative:
Device labeling single use or reuse. No conclusion can be drawn.